Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pain') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("menorrhagia"), dermatitis allergic ("allergy ¿ rash/skin condition"), autoimmune disorder (seriousness criterion medically significant), psychological trauma ("psych injury "), bladder disorder ("bladder/urinary problems bladder problems"), urinary tract disorder ("bladder/urinary problems: urinary problems"), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gi conditions") and migraine ("migraine") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, back pain, menorrhagia and metrorrhagia had resolved and the dysmenorrhoea, dermatitis allergic, autoimmune disorder, psychological trauma, bladder disorder, urinary tract disorder, fatigue, alopecia, gastrointestinal disorder, hormone level abnormal and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2009. She received treatment for pain ¿dysmenorrhea , dyspareunia, chronic, pelvic/abdominal, back, bleeding ¿ menorrhagia, metrorrhagia, autoimmune disorder, psych injury, other injuries/symptoms ¿ fatigue, hair loss, gi conditions, hormonal changes, migraines diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: new pfs received- event ¿ injury¿ replaced with new events pain ¿ dysmenorrhea (as written), dyspareunia, chronic, pelvic/abdominal, back, bleeding ¿ menorrhagia, metrorrhagia, allergy ¿ rash/skin condition, psych injury, bladder/urinary problems ¿ bladder problems., urinary problems,other injuries/symptoms ¿ fatigue, hair loss, gi conditions, hormonal changes, migraines. Outcome of events pain, bleeding from unknown to recovered/resolved were updated. Product indication was updated. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pain') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure (batch no. 628057) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fever. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia"), dermatitis allergic ("allergy ¿ rash/skin condition"), psychological trauma ("psych injury "), bladder disorder ("bladder/urinary problems bladder problems"), urinary tract disorder ("bladder/urinary problems: urinary problems"), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gi conditions") and migraine ("migraine") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total laparoscopic hysterectomy and cystoscopy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, back pain, menorrhagia and metrorrhagia had resolved and the autoimmune disorder, dysmenorrhoea, dermatitis allergic, psychological trauma, bladder disorder, urinary tract disorder, fatigue, alopecia, gastrointestinal disorder, hormone level abnormal and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in insertion date-(B)(6) 2009. Discrepancy noted in date(s) of removal:(B)(6) 2012 (previously reported) she received treatment for pain ¿dysmenorrhea , dyspareunia, chronic, pelvic/abdominal, back, bleeding ¿ menorrhagia, metrorrhagia, autoimmune disorder, psych injury, other injuries/symptoms ¿ fatigue, hair loss, gi conditions, hormonal changes, migraines. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: both tubes appear occluded, both a right and left tubal occlusion device is noted. The uterus is tilled to the right, upon filling of the endometrial cavity, the cavity is slightly irregular throughout, a discate filling defect, how ever was not appreciated.. Imaging procedure - on (B)(6) 2009: bilateral occlusion. Lot number: 628057. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 28-oct-2020: mr received. Reporter information, lab data, lot number added. Removal date updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pain') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure (batch no. 628057) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fever. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia"), dermatitis allergic ("allergy ¿ rash/skin condition"), psychological trauma ("psych injury "), bladder disorder ("bladder/urinary problems bladder problems"), urinary tract disorder ("bladder/urinary problems: urinary problems"), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gi conditions") and migraine ("migraine") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total laparoscopic hysterectomy and cystoscopy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, back pain, menorrhagia and metrorrhagia had resolved and the autoimmune disorder, dysmenorrhoea, dermatitis allergic, psychological trauma, bladder disorder, urinary tract disorder, fatigue, alopecia, gastrointestinal disorder, hormone level abnormal and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in insertion date-(B)(6) 2009. Discrepancy noted in date(s) of removal:(B)(6) 2012 (previously reported) she received treatment for pain ¿dysmenorrhea , dyspareunia, chronic, pelvic/abdominal, back, bleeding ¿ menorrhagia, metrorrhagia, autoimmune disorder, psych injury, other injuries/symptoms ¿ fatigue, hair loss, gi conditions, hormonal changes, migraines. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: both tubes appear occluded, both a right and left tubal occlusion device is noted. The uterus is tilled to the right, upon filling of the endometrial cavity, the cavity is slightly irregular throughout, a discate filling defect, how ever was not appreciated.. Imaging procedure - on (B)(6) 2009: bilateral occlusion. Lot number:628057 manufacture date: 2008-09 expiration date: 2009-09. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2020: quality-safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.